Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced severe abdominal pain. It was determined that the lack of the right ventricular (rv) lead had loosened and had fallen into the abdomen causing intestinal blockage. The lead was repositioned to prevent recurrence of the event. No patient complications have been reported as a result of this event.